Manufacturer narrative:
The subject device was evaluated by olympus and the following faults were uncovered: (a) the fiber bonding in the outer tube area (distal end) was damaged, (b) the charged coupled device (ccd) was broken (hence a green image), and (c) the protector of the video cable section was cut. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause was not established, however the following were identified as possible causes: (1) the adhesive on the ccd holder assembly was insufficiently formed, (2) the spring of the holder was asymmetrical aligned before the bumper sleeve was joined, or (c) a suboptimal adhesive was used. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during a therapeutic procedure the image became pink. There were no reports of patient harm associated with the event, and the procedure was completed successfully without any adverse effects.